Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. It was reported by the analysis that suture degradation and hole in cavity was observed. It was reported by a sales rep that, when preparing the suture to be used for a caesarean section (c-section), it was noticed that the suture and needle had detached, so the user took out another one and dealt with the problem. It was not a control release needle. The product was not used for the patient. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 1/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following: can you identify the lot number of the product involved? Uamkls please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6)I please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please ensure that the shipment tracking number is provided we regularly contact with sale rep about the device returning. H3 investigational summary: the product was returned to ethicon for evaluation. One empty open foil, one paper lid, one winding former with a detached needle and several suture pieces were received for analysis. Product code z458e. During visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole was examined, and remnant of suture was observed. The suture cannot be dispensed since the degradation process began which likely caused the needle to come out from the suture. The foil was visually inspected, and excessive wrinkles and one hole in the cavity were observed. The reported event is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.